Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in pacing pauses, which left the patient feeling dizzy. No inappropriate episodes were noted in therapy detail and no noise was present on the egrams. In addition, the physician was unable to reproduce anything with non-invasive troubleshooting measures.